Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-16176, 2017865-2022-16178. It was reported that the patient presented with an infection. The physician explanted the system ¿ implantable cardioverter defibrillator, right ventricular lead and right atrial lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the external insulation abraded at 37.2 to 38.5 cm from the distal tip breaching the sheath proximal to suture tie impression with intact silicone insulation. The abrasions were consistent with exposure to constant friction against another implantable device.